Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the customer stated they used the pw last night and he woke up with very little urine in the canister and that some in the pouch and when he stood up urine went all over him and, on the floor, very upset. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with male wicks.

Event description:
It was reported the customer stated they used the pw last night and he woke up with very little urine in the canister and that some in the pouch and when he stood up urine went all over him and on the floor, very upset. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with male wicks

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, it is important that the port connections be connected correctly, and the lid pressed down securely for proper operation of the purewick¿ portable collection system. Incorrect or inadequately secured connections can result in loss of suction. Connect tubing.. 6. Firmly press the pump tubing (shorter tubing) onto the connector port of the system base. 7. Firmly press the small blue connector of the pump tubing (shorter tubing) onto its port on the canister lid. 8. Attach the ring of the pour spout cap around the base of the pour spout. Orient the pour spout cap away from the canister handle so it does not interfere. 9. Firmly press the large blue connector of the collector tubing (longer tubing) onto the pour spout. Point collector tubing away from canister lid. This ensures a secure connection. Position the system. The system should always be upright and level for proper function. If the system is tilted excessively or placed on its side, the pump will turn off. If using next to bed or chair: 10. Place the purewick¿ portable collection system next to the bed or chair where it will be used. For best suction, place the system on the floor or as low as possible. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: g. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.